Event description:
It is reported that the x-rays show superior migration of the prosthesis.

Manufacturer narrative:
Information was received via published literature. Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional information however no information has been received to date. The provided information indicates the migration maybe related to the positioning of the greater tuberosities. However, due to the lack of operative notes and x-rays the positioning of the tuberosities cannot be confirmed. A definitive root cause cannot be determined with the information provided. It is not suspected that the product failed to meet specifications. Review of the device history records was not possible as the product and/or lot numbers were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.